Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2016 with the following findings: during investigation, there was evidence of moisture on the keypad flex, display flex and the main printed circuit board. There was no moisture observed behind the display lens. A leak test was performed and failed due to a case crack leak. Unrelated to the original complaint, there was a hairline battery compartment crack at the case seal below the bumper. The audio bolus cover was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.